Event description:
Patient started chewing after the initial surgery and the occlusion was thrown off.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Manufacturer narrative:
The investigation concluded that the device met specifications and did not malfunction. The exact reason for bad occlusion and infection could not be established.

Event description:
Patient started chewing after the initial surgery and the occlusion was thrown off. Additionally patient got infection. A revision surgery needed.

Event description:
Patient started chewing after the initial surgery and the occlusion was thrown off. Additionally patient got infection. A revision surgery needed.

Manufacturer narrative:
Section d4: serial number has been deleted as it is not present in the label; UDI related data quality updates only. Section g6: follow-up number changed from 1 to 2.